Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Stent struts on row 1 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic examination identified the midshaft was kinked throughout the entire length, and was also stretched to 265mm. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. The product mandrel was returned inserted into the stent delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the device became stuck inside of the guide catheter. The 80% stenosed target lesion was located in the moderately tortuous, non-calcified left circumflex (lcx). The lesion was predilated with an unspecified balloon and then a 3.00x38mm taxus liberte stent was advanced to the lesion; however, the stent delivery system (sds) was unable to advance through the unspecified guide catheter. The physician made multiple attempts but was unsuccessful. The physician attempted to pull the sds back but it became stuck inside of the guide catheter. The physician removed everything as a system and the procedure was successfully completed with a different device. No patient complications were reported. However, returned product analysis revealed stent damage.